Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited multiple short ventricular fibrillation episodes on the right ventricular channel and left ventricular channel due to myopotential oversensing. The patient was stable and will continue to be monitored with normal follow-ups.